Event description:
The customer reported that he was hospitalized for high blood glucose levels. Prior to the event, the customer left dialysis feeling ill, and went into the hospital with blood glucose levels above 200 mg/dl, pneumonia and a septic/blood infection. The customer's blood glucose levels went above 600 mg/dl once the insulin pump was removed at the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but he didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.